Manufacturer narrative:
It is unknown which device caused this adverse event. Additional system components involved in this adverse event include: item #pxc121200/lot #7758597/ UDI #(B)(4). The review of the manufacturing paperwork verified that the lots met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), potential device or procedure-related adverse events that may occur and/or require intervention include, but are not limited to, endoleak and aneurysm enlargement.

Event description:
On (B)(6) 2010, the patient underwent endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. It was reported that, on an unknown date, a computerized tomography scan identified aneurysm enlargement. Reportedly the amount of aneurysm enlargement is unknown. The physician performed an angiogram in order to determine the cause of the aneurysm enlargement. The cause of the enlargement was unable to be determined, and no endoleaks were identified. The physician noted that the previously implanted contralateral leg component (lot #7758597) appeared to be, "sitting low," in the gate of the trunk-ipsilateral leg component (lot #06809135). It was reported that on (B)(6) 2019 a reintervention was performed as a precautionary measure to attempt to teat the unidentified aneurysm enlargement. Reportedly a contralateral leg component was used as a bridging mechanism between the previously implanted contralateral and trunk-ipsilateral leg components. There were no further reported issues. The patient tolerated the procedure.